Manufacturer narrative:
Batch review performed on (B)(6)2023. Lot 2237495: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2241227: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-11-21. No anomalies found related to the problem. To date, 79 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.